Event description:
Customer reported that he has been hospitalizes for a long period. Customer stated that he used oxygen and he was smoking. Customers stated that his oxygen equipment got on fire, and burns his foot. Customer stated that ended up loosing part of his foot because of the burns and gangrene. Customer stated that he had not used his insulin pump while in the hospital due to his dog tried to eat the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.